Event description:
A facility reported the mlx 300w xenon lightsource (00mlx) overheated and melted the orange lens holder inside. The user also reported possible internal fire. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation of the lightsource identified that the fans inside the unit were not working. The unit failed lamp hard start and the power supply needed to be upgraded to the current revision. In addition, physical damage was noted on the bezel, left side panel, ac ferrite, mirror and mirror holder, and the top trim. All of these components will need to be replaced to correct these issues. Root cause analysis: the reported complaint was confirmed. It was determined that the issue of this xenon lightsource overheating was most likely due to damage to the mirror caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.